Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The catalog number and lot number involved in the complaint event were not provided by the complainant. A search was performed to obtain all lot numbers delivered to the customer in the three months prior to the occurrence date. A lot history and production record review were performed on each of the identified lots. During the lot history review it was noted that the identified lot numbers both had one reported complaint involving a leaking dialyzer. The identified complaints are unrelated to the current event. The production records showed there was no indication on either reviewed lot number of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic reported to the fresenius regional sales manager a patient experienced clotting in the dialyzer. Additional information was requested, however to date not provided.